Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist used the immediate implant procedure. It suggests that the implant was anchored only in the apical part, leading to an insufficient contact between bone and implant. As a result, adequate primary stability could not be achieved.

Event description:
After an immediate extraction of the tooth in ada site 7, the clinician reports the implant failed upon insertion due to lack of torque. Clinician performed a bone graft in type iii bone. An infection was not present. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
After an immediate extraction of the tooth in ada site 7, the clinician reports the implant failed upon insertion due to lack of torque. Clinician performed a bone graft in type iii bone. An infection was not present. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.